Event description:
The surgeon reported an issue he had while implanting a locking proximal humerus plate (lcp) into a patient about a week ago. He reported that as he was drilling and filling the superior part of the plate with locking screws, either the screw or the plate reportedly malfunctioned. Instead of locking into the plate, the screw went right through the plate and lodged much deeper into the humeral head than it desired. The surgeon was able to manually back out the screw to the plate but was unable to remove it without totally removing the plate and all the other screws that had been put it. The screw and plate remain implanted. He mentioned he has used this product many times and is quite familiar with the product but have never seen this problem. This report is on the locking screw. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Implant date: (B)(6) 2013. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Additional information has been requested. Placeholder.